Event description:
Failure to alarm/non-delivery reported. A pt was rec'd in the cardiovascular-thoracic unit status post open heart surgery. He was rec'd with several unspecified IV drips in place, two of them being nipride (currently off) and levophed (infusing at an unspecified rate). The pt blood pressure and hemodynamic status was stabilizing, so the levophed infusion was weaned off. As recovery continued, the pt b/p began to rise. Nurses added a niptide drip on a different pump. Nipride titration was required as the pt b/p continued to elevate. When at 50 ml/hr with no clinical response, it was noted that the nipride was not actually infusing; no drops were seen in the drip chamber. The IV tubing was re-threaded in the pumping mechanism and flow was re-established. The pt b/p then dropped to "a very low level" with delivery of the nipride. The nurse stopped the nipride and began to re-establish the levophed infusion. It was then discovered that the levophed IV line had inadvertently been clamped off from the time the pt was rec'd in the cvtu; no levophed had delivered. No device alarms occurred from either pump. Both pump displays incremented and reflected that delivery had occurred despite the reported non-delivery status. The infusions were re-established and the pt was stabilized. No adverse sequelae reported. This report reflects the non-delivery of nipride/no visible occlusion. The pump used for the levophed infusion was not isolated/identified. No additional information was available.